Manufacturer narrative:
(B)(4). Unit received with corroded battery tube. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error detected. Customer¿s current blood glucose was unknown. Customer stated that internal power source in the pump was unable to charge, notification light did not immediately stop flashing and customer was able to complete insulin pump rewind. Customer was advised to monitor the insulin pump and call back if error recurs. Insulin pump will be returned for analysis.